Manufacturer narrative:
The reported event, housing broke at the weld, has been confirmed based on historical data.

Event description:
The user facility reported that the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no medical intervention no delay and no adverse consequences.

Event description:
The user facility reported that the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no medical intervention and no adverse consequences.